Event description:
During the implant procedure, the retaining ball and sheath became stuck in the left graft limb. The iliac artery was dissected up to approximately the level of the bifurcation and the delivery system was retrieved. Multiple clamps were necessary due to dense plaque. Patient had 14,000 cc blood loss and lacerated vena cava. Upon closing the patient, a hematoma was quickly identified at the right catheter site. Physician performed a cut - down and suture ligation of the common femoral artery puncture. Two days later, patient underwent upper and lower gi evaluation for burgundy ng and bloody stool. He was found to have sigmoid colon ischemia and peri-op mi related to hypotension/blood loss. The next day, patient underwent EKG. Atrial fibrillation with rapid ventricular response of 127. Family requested extubation of patient and he expired that day. Immediate cause of death septic shock, ischemic colitis, and ruptured aaa.

Manufacturer narrative:
Notification of death was received from law firm as result of a claim. The vessel was noted to be heavily calcified posteriorly in the common femoral vessel upon start of implant procedure.